Event description:
Md inserted triple lumen catheter into right subclavin vein. Subsequent x-ray showed 10-15% pneumothorax. Patient had no symptoms. Repeat x-ray on the following day disclosefd a 100% pneumothorax. The attending physician was notified. He inserted chest tube into the right lung. Patient is fine as of this weriting. Pneumothorax is known, potential short-term complication of this procedure. Product is brought through stuart's speciality co., i.e. Distributor.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. The device was destroyed/disposed of.